Event description:
It was reported to philips that the system would not completely boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) checked the system remotely and found monitors in the control room and back of the flex vision are fine, but the flex vision is stuck reloading software. A philips field service engineer (fse) examined the system on-site and found that reported issue. The issue has repaired under the case and after the fco implementation, the issue was resolved. After implementing the fco, the system was returned to use in good working order. The codes were updated based on the investigation outcome.